Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there are missing pieces.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. During the investigation of the 10mm, 33cm biopsy spoon no missing pieces were seen. The insert is in tact, and fully functional. The probable root cause/s could improper sterilization methods, mishandling and or normal wear. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there are missing pieces.